Event description:
It was reported, that: this information on the box of the implant was wrong. It said that it was a right medial but in fact in was a left medial cementless tibial oxford implant. We have never observed that before. It did not affect the surgery and they were able to finish without delay - but we do not want to see this happening again. Surgery was completed with another device.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation, however, photographs have been provided. X-rays or medical notes have not been provided. The investigation has been limited to the information provided, a review of the photographs provided, a review of the device history records, and a complaint history search. Review of the photographs provided confirmed the implant is a right handed implant, which corresponds to the packaging label and product etching. The item and lot etched on the implant also match the packaging labelling. No issue with the implant was identified, and the reported event has not been confirmed. The review of the photographs included a comparison to photographs of known anatomical side tibial implants and the drawings for the tibial implants, in the same orientation as the photographs provide by the hospital. The location of the angled edge of the rail was used to determine which anatomical side the actual implant was, which confirmed it was a right handed tibial implant. Additional to the photograph review, a review of the manufacturing process confirmed it is not possible to etch an anatomically left implant with a r to indicate an anatomically right implant. As it has been confirmed that the etching is for a right implant, this further indicates that the implant has been manufactured correctly. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified no additional complaints for the reported item and lot combination and no additional similar complaints for the reported item and item and lot combination. This devices issued for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. This part and lot combination are not associated with any recalls at the time the search was conducted. The likely condition of the device when it left zimmer biomet is conforming to specification. The likely cause of the reported event can not be determined with the information provided. The reported event has not been confirmed with the information currently provided. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. Zimmer biomet will continue to monitor for trends. No corrective or preventive action required at this time.

Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that: this information on the box of the implant was wrong. It said that it was a right medial but in fact in was a left medial cementless tibial oxford implant. We have never observed that before. It did not affect the surgery and they were able to finish without delay - but we do not want to see this happening again. Surgery was completed with another device.

Event description:
It was reported, that: this information on the box of the implant was wrong. It said that it was a right medial but in fact in was a left medial cementless tibial oxford implant. We have never observed that before. It did not affect the surgery and they were able to finish without delay - but we do not want to see this happening again. Surgery was completed with another device.

Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.